Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received customer complaint where it was indicated that during transfer from chair to bed resident slipped out of sling. It was reported that resident sustained pain of back and hip and required hospitalization.

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. Arjohuntleigh received a customer complaint where it was reported that the patient fell from the sling during transfer using maxi move lift. When reviewing similar reportable events, we have found a number of cases with similar fault description (slid out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The lift (maxi move) and the sling which work as a system were inspected and found to have malfunctioned (not to specification) when the event took place. No malfunctions were indicated regarding the sling. On site inspection found lift with broken scale cover and switch. Please note that no malfunctions were found that could have caused or contributed to the event, but it appears it contributed to the event possibly due to a use error. From our product knowledge in part gained from review of previous complaints as well as from simulation performed, there is no possibility to slide out of the sling during the on label use. There are few elements which could contribute to a person sliding out from the sling, as following: a sling being used that is of a very inappropriate size (several sizes off). An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). A sling clip detaching or not being attached to the lift device before starting the transfer. A sling being used with no plastic support stays/stiffeners inside the head section of the sling, and the person being positioned into the most horizontal position. Following the information received and documented in the complaint file, the sling involved in the event "was too big and may have been folded under resident causing to drop a few inches". Therefore, it appears likely that scenario 1 described above is most related to the patient's fall. The maxi move instruction for use (IFU) contains crucial information: "maxi move shall always be handled by a trained caregiver and in accordance with the instructions outlined in this manual." The passive clip sling instruction for use contains the following :"warning to avoid the resident from falling, make sure to select the correct sling size according to the IFU". The lift (maxi move) and the sling which work as a system were inspected and found to have malfunctioned (not to specification) when the event took place. No malfunctions were indicated regarding the sling and that way contributed the event that in our evaluation was caused by the user not following the IFU, due to lack of awareness of the IFU contents - during use with a patient. Note that the customer was visited and interviewed by a local arjohuntleigh representative. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer.